Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR report # 2916596-2018-01565. This report is being submitted as additional information. Approximate age of device (age of device: 7 years, 5 months). A correlation between the device and the reported events could not be conclusively determined through this evaluation. The reported pump stops due to disconnection of external power could not be confirmed through evaluation of the submitted log files. The account reported manipulation of the driveline did not result in any alarms. The patient was discharged on a grounded patient cable with no issues observed. It was also reported the patient communicated they did not fully secure the power cables when switching between the batteries and the power module. The patient remains ongoing on vad support with no further related issues reported. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2010. It was reported that pump stoppages occurred. The patient did lose consciousness for a brief period with loss of power. The manufacturer¿s technical services representative reviewed the log file and data revealed the file was unremarkable. The patient was discharged. No additional information was provided.